Event description:
The affiliate reported that there was a breakage of the catheter at the kinking level between the patient line and the collection bag. Csf leakage occurred. As a result, the catheter was changed. The device will not be returned.

Manufacturer narrative:
It has been communicated that the device is not available for evaluation. Without the device it is not possible for codman to conduct a proper investigation. Since a lot number has been provided a review of the manufacturing records will be reviewed. We anticipate that the evaluation will reveal that the device conformed to specifications prior to release. If anything otherwise is found then a follow up report will be filed. If at some point the device does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed.

Manufacturer narrative:
The product sample was not returned therefore the investigation of the product complaint was not possible. Lot records were reviewed for lot 381902. All products in this lot number were conforming to the required specifications when released to stock. If at some point the device does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed.